Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcs15 stopped opening and closing during the procedure. Reassembled and retorqued. The activation was ok, but the shear (tissue grasper) would not open or close. Another lcs15 instrument was used to complete the case. There was no consequence to the pt.